Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there were high thresholds and loss of capture on the right ventricular lead. Infection was also suspected and at lead revision procedure no infection was observed in the device pocket. It was further reported there was a possible perforation and no tamponade was noted upon removal. The lead was explanted, replaced and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.